Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator gave alarms during patient use: 1106-machine pressure sensor calibration data error, 1107-proximal pressure sensor calibration data error, 1110- oxygen pressure sensor calibration data error, 110e-air flow sensor calibration data error, 110f-oxygen flow sensor calibration data error, 1113-barometer calibration data error, 1127-ovp circuit failed, 1007-machine and proximal pressure sensors failed. There was no patient harm reported. The customer spoke with a philips remote service engineer (rse). The following parts were advised to be replaced and a quote was sent to the customer: data acquisition pcba, da to mc pcba cable, cooling fan filter, and air inlet filter.

Event description:
It was reported that the ventilator gave alarms during patient use: 1106-machine pressure sensor calibration data error, 1107-proximal pressure sensor calibration data error, 1110- oxygen pressure sensor calibration data error, 110e-air flow sensor calibration data error, 110f-oxygen flow sensor calibration data error, 1113-barometer calibration data error, 1127-ovp circuit failed, 1007-machine and proximal pressure sensors failed. There was no patient harm reported. The customer spoke with a philips remote service engineer (rse). The following parts were advised to be replaced and a quote was sent to the customer: data acquisition pcba, da to mc pcba cable, cooling fan filter, and air inlet filter.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - +(B)(6).

Manufacturer narrative:
The additional parts needed to bring the device back to working order were replaced. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
Following the evaluation of the device, the field service engineer (fse) replaced the da pcba, da to mc cable, cooling fan filer, and air inlet filter to resolve the problem. However, there was no display on the monitor after starting the device. The monitor was found to be faulty, and the top case, cover, and mc board holders were broken. Later, when the fse arrived to replace those parts, he found the mc pcba was bent due to an impact or drop, and the mc board holders and cable were snapped. The damages occurred after the initial device evaluation. The device has not been returned to use as parts replacement is pending.